Event description:
Due to the tortuosity and calcification of the proximal right coronary artery, attempted stent placement resulted in stent dislodgement and loss in the abdominal aorta and subsequent lodgement peripherally.